Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the metal piece of the cartridge that covers the suture fell off into the patient. It was retrieved with graspers. A new cartridge was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the cartridge plate dislodged and missing. A preliminary investigation process has been initiated to address the found non conformance. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.